Event description:
As reported by the hospital, the pt was at an independent dialysis center when they began bleeding at the right chest insertion site of the implanted dialysis catheter. The catheter had been in place since (B)(6), 2011. Regarding this pt, the nurse (complaint reporter) stated that the pt "does have a tendency to pull things." The pt was sent to interventional radiology at the (B)(6) hospital where a fracture was found in the catheter and the catheter was removed. No pt complications were reported. The used device is being retained by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel plus dialysis and the failure mod of "hole distal to suture wing." No adverse trend was identified. The hospital's complaint is unconfirmed and the root cause is inconclusive, as no sample was available for evaluation. The complaint reporter's statement regarding the pt having "a tendency to pull things," may be a contributing factor in the event. This device is packaged with a directions for use which outlines care and maintenance for the product. Navilyst medical manufacturing process controls for this device include visual inspections for damage, defects or occlusions, as well as a guide wire insertion test to verify lumen patency. A 100% leak testing of the catheters are also performed. (B)(4).